Event description:
Act1815 needles were being used in a biopsy. When the physician tried to retract the needle, it would not retract. He tried 3 different needles and he said that they would not work correctly; they were stiff. The patient was hurt and had to be admitted since the biopsy device failed causing bleeding due to the attempts of trying to get the needle to work correctly. There was a second patient that they tried the act1815 with, which worked but was not freely moving. The physician said that it was stiff. On (B)(6) 2013 after obtaining further details herself, the customer ((B)(6)) provided writer with the following additional clarified information: five needles were used in total. With the first patient, 3 needles were used and with these 3 needles the physician had difficulty in firing the plunger, which is for the needle to retract, but he was able to obtain a specimen with 1 of the 3 needles. This patient had to have multiple CT scans and required a blood transfusion.  The patient ended up having a two day stay in the hospital and was discharged on (B)(6) 2013 in stable condition. On the day of discharge, the patient had a decrease in size of the hematoma.  With the second patient, 1 needle was taken out of the packaging and tested and had the same difficulty in firing the plunger, so was not used on the patient; therefore, only 1 needle was used on this patient. The needle that was used on this patient was able to obtain a specimen although it did have the same difficulty in firing the plunger. There was no patient injury or medical intervention involved with this second patient. On (B)(6) 2013, the customer provided the medwatch form she completed for this issue. The only new information on the form is that the patient ((B)(6)) presented with renal failure to interventional radiology for a kidney biopsy. The medwatch has a report number of 21002400-001-2013; however, the form notes that the medwatch was not submitted by the facility to the FDA.

Manufacturer narrative:
(B)(4). Evaluation summary: five samples were received for evaluation. The samples were labeled sample #1, #2, #3, #4 and #5. During the evaluation, it was difficult to discharge samples #2 and #3 as significant strength needed to be placed on the devices to get them to discharge. However these two needles were also found to be bent and this condition could cause this discharging issue. Samples #1, #4 and #5 did not present any issues during the charging/discharging test as the samples functioned as expected. When the five cycle charging/discharging test was performed, it was noted that sample #5 did function; however, a small amount of strength was needed to be placed on this device to get it to discharge. It was noted that this sample was received with dry blood all around it. After noting this, the needle was cleaned and re-tested; the results were satisfactory as explained above. As it was difficult to discharge samples #2 and #3, the reported condition was confirmed even though these samples were found to be bent and this could cause the reported condition. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. In addition, no issues were found during review of the internal production records for the lot indicated that could result in the reported condition. The investigation determined that the most probable root cause may be related to a molding personnel error involving established procedures for tool modification and repair. This may have caused the trigger section of the plastic component to be inadvertently modified during tool repair. Modifications to the appropriate procedures and processes have been put into place to prevent future occurrences. This includes adjustment to the applicable document outlining requirements to be met prior to any mold modification and reinforcement of applicable personnel's knowledge regarding mold modification procedures. In addition, instructions for work require final quality inspection personnel to discard any device that presents a difficulty to discharge. Furthermore, modification and qualification of the current mold has been performed. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.